Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer reported burning and pinching at the lead site. It was noted the patient had an appointment on (B)(6) 2016 and wanted a manufacturer's representative to be at the appointment for possible reprogramming. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. **please see manufacturer report #6000153-2016-00160 for information on the patient's concomitant product.

Event description:
Additional information received from the consumer reported no steps were taken to resolve the burning and pinching at the lead site.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.